Event description:
It was reported to philips that the system's angiographic switch failed. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system's angiographic switch failed. Upon checking with customer, quote for evaluation and repair service was sent to customer. No response received from the customer and quote expired. No service has been performed by philips. To date, no further information was received. The evaluation method code was corrected.